Event description:
The hcp reported that the pt had noted alarms and numerous stalls and recoveries were noted in the logs. The pump contains dilaudid 10 mg/dl at a dose of 18 mg/day; the patient is using supplemental oral medications. Interrogation of the pump in 2006, revealed the pump was in "safe state" and reset with low battery status had occurred. The pt has noted nausea. A roller study is planned for the near future and reservoir volumes will be monitored. A follow-up report will be sent if additional info becomes available.